Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that patients had reaction to chloraprep. Verbatim: email verbatim: google translation: hello, I was contacted today by a public health nurse concerning 5 cases of urticaria (hives) in patients operated on by dr /omit/ l at the private hospital of the loire in st etienne. To date, the nurse has no more information than the names of the patients and their ages. We do not know the date of the interventions, not the degree of gravity, not the evolution. Here is the address of the doctor to whom the cases arrived, you can contact him at this address: (B)(6). No further information provided at time of entry. (B)(6) unable to be selected country and state were populated to be able to push into trackwise.

Event description:
It was reported that patients had reaction to chloraprep. Verbatim: email verbatim: google translation "hello, I was contacted today by a public health nurse concerning 5 cases of urticaria (hives) in patients operated on by dr /omit/ at the private (B)(6) hospital . To date, the nurse has no more information than the names of the patients and their ages. We do not know the date of the interventions, not the degree of gravity, not the evolution. Here is the address of the doctor to whom the cases arrived, you can contact him at this address: (B)(6). No further information provided at time of entry france unable to be selected country and state were populated to be able to push into trackwise." On (B)(6) 2022 2:34 pm: I confirmed with pvl that separate cases should be opened for each patient. Pvl will open and inform us of any additional cases that need to be created once they have performed medical review (until then they cannot be certain if/how many additional cases need to be opened). I have cc¿d (B)(6) from pvl if you need further clarification. On (B)(6) 2022 2:41 pm: until we can confirm how many records will need to be open in tw, I¿ll process all rows together and make the ¿incorrect entry¿ edits once the new records are known and opened. Thanks for clarifying. On (B)(6) 2022: corrected - final cioms case description: case reference number (B)(4) ((B)(4)**) is a spontaneous case initially received from a consumer on (B)(6) 2022 and concerns a female patient of an unknown age. The patient's medical history and concomitant medication details were not provided. On an unknown date, the patient was prepped with topical chloraprep (chlorhexidine gluconate, isopropyl alcohol) for an unknown indication. Dosing details, the batch number and an expiration date were not reported. On an unknown date, the patient experienced urticaria following topical administration. At the time of the report, the action taken with chloraprep and the outcome of the event of urticaria were unknown. The reporter did not provide seriousness and causality assessment for the event of urticaria. No further information was provided. This case is linked to the cases (B)(4), (B)(4) (same reporter). **rcc note - (B)(4) is incorrectly referenced in the above statement - the correct pr is (B)(4).

Manufacturer narrative:
No additional information was provided by (B)(6). Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.